Manufacturer narrative:
MFR report # 9614033-2026-00026 was submitted as the site legal name was incorrectly reported as canaan in the initial MDR submission, 1213809-2025-00608. MFR report # 9614033-2026-00026 was submitted to update the site legal name to cuautitlan, and to have the proper MFR number.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll had forieng matter. The following information was provided by the initial reporter: this is a complaint about poor printing & foreign matter contamination found before use. It was reported that during the visual inspection within the process, customer identified nonconforming products. The defect is ink smudging. This is due to poor printing and foreign matter contamination.